Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator is displaying vent inop, motor fault, circuit fault, low peak inspiratory pressure (pip) and low exhaled volume (ve) alarms continuously. There was no reported patient involvement or harm at the time of the incident.